Manufacturer narrative:
(B)(4). G2: foreign, china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that g7 liner would not assemble the mating cup. The procedure was completed successfully with a ceramic liner. Follow-ups to gather additional information are currently in process.